Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed 16 other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2020, a PICC catheter was installed in a newborn admitted to the neonatal ICU. After an unsuccessful attempt to progress the catheter, it was noticed rupture / leakage in the catheter extension. It was emphasize that before the insertion of the entire catheter, a visual inspection and filling of the catheter prime with 0.9% saline solution was performed, the catheter kept aligned in the tray. A new PICC attempt was made with a new catheter without success, then it was punctured peripheral venous access for antibiotic therapy.